Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor) was confirmed. Upon investigation, the rear button cable was cut the root cause of the rear cut cable could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was damaged.